Event description:
It was reported that the device presented with t-wave oversensing. It was noted that the r-waves and t-waves were the same amplitude and at times, the r-wave was smaller than the t-wave. Since reprogramming could not correct this situation, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.